Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is missing information on label of bd ultra-fine¿ ii short needle insulin syringe. The following information was provided by the initial reporter: printing label lack of information.

Manufacturer narrative:
H.6. Investigation: customer returned an image of several shelf cartons. All informational print seems to be present on the shelf cartons, including manufacturing information, barcode, etc. The shelf cartons appear uniform in print. No printing errors are immediately visible. A review of the device history record was completed for batch# 1102610. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, embecta was unable to confirm the customer¿s indicated failure of missing shelf carton information. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that there is missing information on label of bd ultra-fine¿ ii short needle insulin syringe. The following information was provided by the initial reporter: printing label lack of information.